Manufacturer narrative:
The customer reported to customer service that her freestyle battery was not holding a charge. Customer service explained to the customer that the battery had to be charged for 24 hours in order to be fully charged. On (B)(6) 2015 a medela clinician called the customer,who stated that the freestyle pump was working since she recharged it. The customer stated that she had plugged ducts and was breastfeeding the baby, in addition to pumping when she developed mastitis. The customer stated she had to leave the baby and travel for 3 days for work, when the pump wasn't recharged. The customer purchased a manual pump, while her freestyle battery was charging. The customer was treated with keflex and her mastitis is resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the battery for her freestyle pump would not hold a charge and that she had mastitis, which was treated with antibiotics prescribed by her physician.